Event description:
A caller reported an issue with alarm 22, which was explained as occurring when something continuously presses on the wake button. There was no adverse impact on the customer's blood glucose level. Despite attempts to resolve the button issue, it persisted, leading to the decision to replace the pump. The customer, whose current pump is under warranty, will use multiple daily injections as a backup therapy in the meantime. Tandem technical support confirmed the customer's shipping address and sent a replacement pump with updated software. The customer was instructed to return the faulty pump to tandem using the provided return box and label and to program their pump settings into the new device, acknowledging all instructions.